Manufacturer narrative:
(B)(6). On (B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has a short circuit.